Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet system, and the cause was unclear. Symptoms included hypoglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included outreach to the patient for additional information. Investigation of this case revealed no reported device alarms and no available device evaluation, so no device-specific malfunction could be identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.